Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient will reportedly undergo a cholesteatoma. The recipient is reportedly a non-user of the device. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis. A review of the device history record was completed, and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was not re-implanted. The recipient has healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.